Manufacturer narrative:
The actual device was returned to plant manufacturing for investigation. A simulated treatment was performed and completed without any failures or problems occurring. A system air test leak passed. A valve actuation test passed. A load cell verification test passed. The cycler performed as designed during testing. There were no discrepancies encountered in the internal, visual inspection of the cycler. A device history review was conducted on (B)(6) 2017.

Event description:
A biomedical technician reported that a peritoneal dialysis patient expired while connected to the cycler, during treatment.

Manufacturer narrative:
Clinical investigation: a temporal association exists between the liberty cycler and the patient¿s patient death from cardiac arrest on (B)(6) 2017. However, there is no documentation in the complaint file that supports a causal relationship. Additionally, there have been no reported allegations of a liberty cycler malfunction causally associated with the patient¿s cardiac arrest and death. The liberty cycler was returned to the manufacturing site and there were no discrepancies or failures found with the liberty cycler during the device investigation. Esrd patients are at high risk for mortality with cardiac disease is the largest single cause of death for both hemodialysis and peritoneal dialysis patients, accounting for 43% of all-cause mortality. The cause of the patient¿s cardiac arrest event is unknown at this time. Should additional information become available, this clinical investigation will be re-evaluated accordingly.

Event description:
A biomedical technician reported that a peritoneal dialysis patient expired while connected to the cycler, during treatment. The cause of death was stated to be cardiac arrest.